Manufacturer narrative:
Date of event: exact date unknown.

Event description:
It was reported the patient underwent a revision procedure where the primary cell battery was replaced with a rechargeable implantable pulse generator (ipg) for an unknown reason. No further information has been obtained despite good faith efforts.